Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 45% to 5% during the night. The customer¿s blood glucose level was not impacted. The customer reported that manual injections would continue to be used for insulin therapy. Additionally, the following days, the battery depleted too fast and entered storage mode due to low battery. However, when the pump was charged, the pump battery then immediately stated 75%.